Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot# l69339, implanted: (B)(6) 1999, product type: lead. Product ID: 3487a, lot# l69339, implanted: (B)(6) 1999, product type: lead. Product ID: 3887-28, lot# j0015923v, implanted: (B)(6) 2001, product type: lead. (B)(4)

Event description:
The consumer reported that they had been in the hospital due to phantom seizing pains. The root cause of the phantom pains had not been determined by their doctor. The patient noted that they had two sets of leads left implanted but not being used for stimulation. The patient was indicated for failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.